Event description:
A healthcare facility in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit was found "pierced" during breathing circuit replacement, causing the ventilator to alarm. It was further reported that the patient had "to be ventilated by an autofeed balloon while the circuit was changed". No further patient consequence was reported as a result of this incident.

Event description:
A healthcare facility in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit was found "pierced" during breathing circuit replacement, causing the ventilator to alarm. It was further reported that the patient had "to be ventilated by an autofeed balloon while the circuit was changed". No further patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. It was pressure tested and visually inspected for the reported damage. Results: the pressure test result was outside of the required specification. Further inspection revealed that the expiratory evaqua limb was punctured about 9.6 cm from the patient end connector. A lot check revealed no other complaints of this nature for lot number 110920. Conclusion: based on inspection of the damage, it is likely that the evaqua expiratory limb was punctured or scratched with a blunt object. All rt340 adult breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. (B)(4). The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual-heated evaqua breathing circuit is en route to fisher and paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.